Manufacturer narrative:
This product is registered as a combination product. No complaint was received with the return of the device. Failure event observed during analysis. A partial lead was returned in three pieces. Final analysis found external insulation abrasion at 4.1 ¿ 4.5 cm and at 22.6 ¿ 23.5 cm to the suture sleeve tie impression breaching the outer insulation and exposing the outer coil. The cause of the external insulation abrasions is consistent with friction to another device or feature of the patient anatomy.

Event description:
This report is to advise of an event observed during analysis.